Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt anatomy and has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during prep, the stent dislodged proximally onto the shaft. The device was not used on the pt. No additional event or pt info is available.

Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: qa analysis revealed that the catheter was returned with blood on the balloon, shaft and sidearm and in the guide wire lumen. There was fluid in the balloon and inflation lumen. The protective sheath was not returned. The stent was returned completely dislodged form the balloon and was loose on the shaft. There was one flared strut in the first row of distal struts. The middle section of the stent was mangled. There were two bent struts in the first row of proximal struts. No other damage to the stent was noted. The balloon was loosely folded. Though there were crimp marks on the balloon, the crimp marks were not located between the markers. The distal end of the crimped area was 1 mm proximal to the distal balloon marker and the proximal end of the crimped area was 1mm proximal to the proximal balloon marker. There was a .5 mm tear in the distal end of the tip. The inner member was bunched at the distal end of the distal balloon marker. The inner member was bunched inside of the outer member 7 mm proximal to the proximal balloon seal for a length of 7 mm. The outer member was bunched 4.3 cm proximal to the proximal balloon seal for a length of 5 mm. The hypotube was kinked 3.5 cm proximal to the guide wire exit notch. The hypotube was also kinked 8 mm and 28.5 cm distal to strain relief tubing. No other damage to the catheter was noted. The stent outer diameters were measured using a laser micrometer and did not meet manufacturing criteria. The distal measurements were taken proximal to the damaged row of distal struts, the middle measurements were taken proximal to the damage to the middle of the stent and the proximal measurements were taken distal to the damaged row of proximal struts. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forward upon investigation completion.